Event description:
The reporter stated that the luer of the tubing, which is connected to the stopcock, became detached. There was no patient injury or treatment reported with this event.

Manufacturer narrative:
The subassembly in question is a562 and is manufactured by smiths medical. This assembly is incorporated into the finished product (sx621307) by smiths medical in another country. The finished product is further assembled, packaged and sterilized by smiths medical in another country. One sample was received for evaluation. Visual inspection of the received product confirmed that the tube was detached from the luer lock due to the tube not being fully inserted into the taper during manufacture. The tubing appeared curled where it was inserted into the male luer. It is possible that the sensor may have bent the tube and prevented insertion into the full length of the male luer. The DHR was reviewed and was acceptable. Review of the complaint database indicates this is the only reported issue for this subassembly in the last 24 months. Smiths was able to confirm the issue and determine a possible cause. Appropriate personnel will be trained to be aware of the sensor location, and the issue will be monitored for trend. No add'l action is necessary at this time. Smiths considers this MDR closed with this report.